Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that aspirate probe 1 was not aspirating. The cse replaced valves and aspirate probe 1, without change. The cse then replaced the aspirate probe 1 tubing and testing passed. Calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin results was related to malfunctions of the aspirate probe and aspirate probe tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.